Manufacturer narrative:
This complaint was initially ruled out at the time of complaint receipt as during customer services troubleshooting, there was no indication to reasonably suggest that the products malfunctioned and there was also no allegation of any adverse events as a result of the reported issues. Lifescan (lfs) received and further evaluated returned product for the complaint summarized in this report. The cartons received failed visual inspection. The investigation into the cause of the issue determined that the issue could have been caused by processing and process set up issues and noted that the defect could also be causd by raw material a device history record review recalled no manufacturing issues during the packaging process which could pertain to the reported defect. This report is processed under exemption number e2005018.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that the ot select test strips experienced a closure seal issue. The reported patient was male and there is no age or weight data available.